Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 packaging was damaged. This was discovered before use. The following information was provided by the initial reporter: material no.:303310 batch no.: 9339635. It was reported that the packaging was damaged / defective.

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon observation, packaging seal of the blister pack is open, appears compromised due to poor opening technique. Corrective and preventative action, CAPA#1506100, has been implemented. During the documentary review it was observed that no quality events were registered that could originate the defect reported by the client, the lot was inspected and subsequently released in accordance with the current work instruction. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll s/c 50 packaging was damaged. This was discovered before use. The following information was provided by the initial reporter: material no.:303310, batch no.: 9339635. It was reported that the packaging was damaged / defective.